Event description:
Per the clinic, the patient experienced trauma and cholesteatoma which leads to extrusion of the electrode lead into the external auditory canal. Subsequently, the device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report.